Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose as well as pass out every second or third day. Blood glucose value unknown. Unable to contact customer for further information and troubleshooting. The devices will not be returned for analysis.